Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. The most recent information was received on 07-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pains (l4-l5 vertebrae)") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), burnout syndrome ("burnout"), sleep disorder ("sleep disorders"), menstrual migraine ("menstrual migraine"), headache ("headache"), myalgia ("muscle pains"), mineral deficiency ("mineral deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), heavy menstrual bleeding ("menorrhagia, hypermenorrhoea (haemorrhagic or heavy menstrual bleeding)"), loss of libido ("loss of libido"), temperature intolerance ("high sensitivity to cold (feeling cold)"), tremor ("trembling "), chills ("shivering"), dysuria ("urination problems (difficulty emptying the bladder in voluntary urination)"), nausea ("nausea"), arthralgia ("joint pains"), tendon pain ("chronic or occasional pains in tendons (achilles tendon)"), ligament pain ("chronic or occasional pains in ligaments (upper limbs, pelvis, hips, sacrum, coccyx)"), neck pain ("neck pains"), muscle atrophy ("muscle atrophy (dropping objects)"), musculoskeletal stiffness ("muscle stiffness"), aphasia ("aphasia (speech disorder ranging from difficulty finding words to a total loss of ability to express oneself)"), chronic migraine ("persistent migraines"), tension headache ("sensation of band around the head"), trigeminal neuralgia ("trigeminal neuralgia"), paraesthesia ("paresthesia (pins and needles in the extremities)"), muscle contractions involuntary ("fasciculations (tics)"), muscle spasms ("muscle spasms"), dry skin ("dry skin"), pruritus ("itching"), arrhythmia ("heart rhythm disorder (tachycardia or bradycardia)"), poor peripheral circulation ("poor blood circulation (hands and feet being cold and pale)"), abdominal distension ("abdominal bloating") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, cognitive disorder, burnout syndrome, sleep disorder, weight increased, menstrual migraine, headache, myalgia, mineral deficiency, vitamin b12 deficiency, vitamin d deficiency, heavy menstrual bleeding, loss of libido, temperature intolerance, tremor, chills, dysuria, nausea, arthralgia, tendon pain, ligament pain, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, aphasia, chronic migraine, tension headache, trigeminal neuralgia, paraesthesia, muscle contractions involuntary, muscle spasms, dry skin, pruritus, arrhythmia, poor peripheral circulation, abdominal distension or constipation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: health authority reference number (B)(4) was cancelled. 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pains (l4-l5 vertebrae)") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), burnout syndrome ("burnout"), sleep disorder ("sleep disorders"), menstrual migraine ("menstrual migraine"), headache ("headache"), myalgia ("muscle pains"), mineral deficiency ("mineral deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), heavy menstrual bleeding ("menorrhagia, hypermenorrhoea (haemorrhagic or heavy menstrual bleeding)"), loss of libido ("loss of libido"), temperature intolerance ("high sensitivity to cold (feeling cold)"), tremor ("trembling "), chills ("shivering"), dysuria ("urination problems (difficulty emptying the bladder in voluntary urination)"), nausea ("nausea"), arthralgia ("joint pains"), tendon pain ("chronic or occasional pains in tendons (achilles tendon)"), ligament pain ("chronic or occasional pains in ligaments (upper limbs, pelvis, hips, sacrum, coccyx)"), neck pain ("neck pains"), muscle atrophy ("muscle atrophy (dropping objects)"), musculoskeletal stiffness ("muscle stiffness"), aphasia ("aphasia (speech disorder ranging from difficulty finding words to a total loss of ability to express oneself)"), chronic migraine ("persistent migraines"), tension headache ("sensation of band around the head"), trigeminal neuralgia ("trigeminal neuralgia"), paraesthesia ("paresthesia (pins and needles in the extremities)"), muscle contractions involuntary ("fasciculations (tics)"), muscle spasms ("muscle spasms"), dry skin ("dry skin"), pruritus ("itching"), arrhythmia ("heart rhythm disorder (tachycardia or bradycardia)"), cardiovascular disorder ("poor blood circulation (hands and feet being cold and pale)"), abdominal distension ("abdominal bloating") and constipation ("constipation") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6)2023. The patient was treated with surgery (removal of essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, cognitive disorder, burnout syndrome, sleep disorder, weight increased, menstrual migraine, headache, myalgia, mineral deficiency, vitamin b12 deficiency, vitamin d deficiency, heavy menstrual bleeding, loss of libido, temperature intolerance, tremor, chills, dysuria, nausea, arthralgia, tendon pain, ligament pain, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, aphasia, chronic migraine, tension headache, trigeminal neuralgia, paraesthesia, muscle contractions involuntary, muscle spasms, dry skin, pruritus, arrhythmia, cardiovascular disorder, abdominal distension or constipation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.